Event description:
Additional information was received that a non-medtronic guidewire was used during the procedure, and the first valve was implanted using cuspal overlap technique. The valve was slowly deployed, and prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued at any point during deployment. Per the physician, the cause of the dislodgement was due to valve under expansion caused by heavy calcification which made it difficult to remove the dcs. Additionally, it was reported that the second valve was not implanted valve-in-valve. The first valve was snared and repositioned in the ascending aorta, and the second valve was implanted in the patient's native annulus. Post-implant dilatation was performed on the second valve and mild pvl remained, which was not treated.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 20 x 40 millimeter (mm) balloon due to the patient's severely calcified annulus. Following the initial deployment of the valve, it was found that the valve had not expanded correctly. The physicians had determined that the implantation depth was appropriate and that the under expansion would be resolved with a post-implant bav. Upon the removal of the nose cone of the delivery catheter system (dcs) from the left ventricle to the ascending aorta, it became trapped on the valve frame, resulting in valve dislodgement. The patient's hemodynamics became unstable, necessitating cardiopulmonary resuscitation (CPR). Subsequently, the dislodged valve was captured with a snare and repositioned in the ascending aorta. Once the patient was stabilized, a second valve was implanted successfully. Following the implant, under expansion was observed. The nose cone of the dcs was removed successfully, and a post-implant bav was performed with a 20 x 40 mm balloon. Paravalvular leak (pvl) was observed, however the physicians decided not to treat the pvl due to the risk of further adverse events.

Manufacturer narrative:
Continuation of d10: product ID {d-evprop23-29}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.